Manufacturer narrative:
Eval is on going; add'l info will be submitted once the quality investigation is completed.

Event description:
The sabo sag saw was sent for svc and an unk substance was inside and coming out of the bottom near the battery plate during analysis. No adverse event was associated with the device.